Event description:
Additional information received confirmed that the device was overdischarged and was the first one with this implantable pulse gener ator.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type recharger. Product ID; 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that a patient had telemetry issues. It was reported that a manufacturer¿s representative was meeting with the patient to perform a physician mode recharge (pmr) but they couldn¿t get the 60 minute countdown to pull up. It was stated that an overdischarge was suspected. It was stated that the patient had trouble recharging. It was stated that the patient thought it was because the ipg (implantable pulse generator) moved. It was noted that the manufacturer¿s representative stated ¿it looked okay to me¿. It was reported that the issue had been happening for 3 weeks. Additional information received reported that the patient was seen yesterday. It was stated that the pmr had been successful and the patient was now able to successfully fully charge her stimulator. It was reported that the patient was receiving effective therapy.